Manufacturer narrative:
(B)(4). Batch # m56489. The analysis found that one pse60a device was returned for analysis with an ecr60b cartridge loaded on the device unfired and in good visual conditions. The device was returned with a non-working firing mechanism. The device closed and opened properly during testing. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic colectomy, the knife did not move forward at the third firing of functional end to end anastomosis on the colon. Before the event, the device was used on the colon at the first and second firings. All cartridges were blue. The doctor thought that the cartridge had been misloaded. Then, a new cartridge was loaded into the same device but the knife did not move forward as well. After that, it was found that the temperature of the battery became quite high when the battery was touched. Eventually, another device was used to complete the case. There were no adverse consequences to the patient.